Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) has battery longevity estimate changes that were less than expected. The device has premature battery depletion. The device remains in use. It was further reported that the right ventricular (rv) lead has abnormal low impedance on the rv coil. The lead remains in use. No patient complications have been reported as a result of this event.